Manufacturer narrative:
The customer completed the touchscreen replacement but then reported that the touchscreen would not calibrate and responded with a no touch. The rse suspected that the part was defective. The rse provided the customer with the part number of a touchscreen and user interface (ui) printed circuit board assembly (pcba). Device evaluation and repair are pending.

Manufacturer narrative:
The customer completed the touchscreen replacement but then reported that the touchscreen would not calibrate and responded with a no touch. The rse suspected that the part was defective. The rse provided the customer with the part number of a touchscreen and user interface (ui) printed circuit board assembly (pcba). Device evaluation and repair are pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not working properly. The customer attempted to calibrate the touchscreen, but this did not resolve the reported issue. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace. Device evaluation and repair are pending.